Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implant the right ventricular (rv) lead had noise and high impedance when programmed using the cathode. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.